Event description:
It was reported that the stenoscop system had horizontal lines running through the image. The system was replaced and the procedure completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the customer had rewired the ac power cord at some time and switched the neutral and hot wires. The wiring was repaired. The distortion lines on the image were no longer present. The system was tested and found to be working as intended and placed back into service.